Event description:
Monitor room requested change of batteries due to lack of reading from the telemetry transmitter box. The telemetry case was very hot to touch and the batteries were extremely hot to touch. The wrapping on the batteries melted around the seams. There was a faint odor. The telemetry transmitter was removed from the patient approximately and 5 minutes later, the batteries were still hot to the touch and the casing was split.